Event description:
In 2008, the sales rep reported that during cleaning of the instrument the handle came apart and the ball bearing fell out. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
This malfunction did not happen in surgery. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.